Manufacturer narrative:
The insulin pump was received in motor error alarm loop due to corroded motor home switch. No further tests possible due to motor error alarm. Unable to review alarm history because history file was overwritten. The insulin pump was received with cracked case at display window corner.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer also reported their insulin pump alarming motor position encoder error after the motor error alarm occurred. Customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer was unable to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)